Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through review of medical records. No product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the primary surgery. Immediately after the post-op, the patient developed thrombosis and required thrombectomy, revascularization, and stenting. Per nursing group review. It was noted as a procedure-related issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-03137, 0001822565-2019-03139, 0001822565-2019-03140. Concomitant medical products: articular surface fixed bearing ultracongruent (uc) left. Item# 42511200510, lot# unknown. Tibia cemented 5 degree stemmed left, item# 42532007501, lot# unknown. All poly patella cemented, item# 42540000035, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient developed a thrombosis requiring thrombectomy as well as a revascularization and stenting in the postoperative area immediately following an initial total knee arthroplasty. There is no additional information at this time.